Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 06/28/2016 to report that the patient experienced no audio alert from the receiver and an adverse event on (B)(6) 2016. Patient reported that they experienced a low blood glucose (bg) level of 55 mg/dl and it continued to drop. Patient called an ambulance. Emergency medical technicians (emts) transported patient to a medical center because they could not get patient's bg under control. Patient was hospitalized from (B)(6) 2016. At the time of contact, patient is stable and at home. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.